Event description:
It was reported that the subject device had been submerged in liquid for an hour. The event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to the third-party distributor for investigation and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.